Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the insulin pump got a critical pump error. The customer experienced high blood glucose level of 278 mg/dl. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.